Manufacturer narrative:
(B)(4). The pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked approximately 65.0 and 119.5 cm from the proximal end. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly. Evaluation of the returned device revealed that the podj¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted into a improperly aligned introducer sheath, damage such as this may occur. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return. The lantern delivery microcatheter (lantern) mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician advanced a podj through the lantern delivery microcatheter (lantern) and into the target vessel. While attempting to deploy the podj, the physician did not like the shape that the coil was making and decided to remove the coil. After the podj was fully removed from the lantern, the technologist attempted to resheath the coil back into its introducer sheath but the coil stopped moving and the technologist felt the coil "pop". It was reported that the podj "broke" but it is uncertain if the coil was fully detached. The procedure was completed using seven additional ruby coils, podjs and the same lantern. There was no report of an adverse effect to the patient.